Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal tip segment of the lead was returned severed approximately 55 cm from the distal tip; the terminal segment measuring approximately 9 cm was not returned. Testing was completed to assess electrical performance and inner insulation integrity of the returned lead segment. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations on the returned lead segment and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine follow-up this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Upon further investigation it was found that the lead was fractured. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.